Event description:
(B)(4). Same patient as MDR ID# 2134265-2012-06279. It was reported during a coronary stenting treatment procedure, patient complications occurred. In (B)(6) 2012, the subject presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization which revealed a 90% stenosed lesion located in the proximal right coronary artery (rca). The lesion was 22mm long with a reference vessel diameter of 2.75mm and treated with direct stent placement using a 3.0mm x 38mm ion stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the subject presented due to exertional symptoms of an aching sensation in the retrosternal area, radiating up towards his throat and was hospitalized the same the day. The subject was referred for cardiac catheterization which revealed 95% focal restenosis of the previously placed study stent located in the proximal rca and extending toward the mid-rca. The restenosis was treated with balloon angioplasty and placement of a 3.0mm x 12mm promus element stent which was post-dilated with an unknown non-compliant balloon. There was some significant distal spasm beyond the stent which was treated with multiple doses of intracoronary nitroglycerine. At one point of time the subject became bradycardic and hypotensive, these responded to atropine, also the subject was treated with fluids, the spasm seemed to be resolved. Then the restenosis at the distal edge of the previously placed study stent was treated with a promus element stent in an overlapping fashion. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).